Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the trip wire was detached when the device was tried to be inserted. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable issue of trip wire detached. Block h10:investigation results: the returned speedband superview super 7 and a visual evaluation noted that the handle assembly, irrigation catheter and ligator head were returned with the device. A crimp was present on the trip wire and it was possible to observe that the trip wire was not broken; however, it was not rolled in the handle assembly and it was not secured in the handle assembly. There was no evidence that the trip wire was secured in the handle. It was noted that the slack on the trip wire was not properly removed during the device setup. The ligator head four bands attached and these bands were properly placed in the ligator head. It was also noted that the ligator head teeth were undamaged. Additionally, the suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label that the trip wire was not properly secured in the handle slot and the slack was not removed on the trip wire, as indicated in the step 4, 7 and 8.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the trip wire was detached when the device was tried to be inserted. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.